Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the battery problem reported was caused by damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
A baxter engineer reported a pump with a battery problem. This problem occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.